Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging a meter power issue; meter keeps reverting to setup mode.. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint had no testing performed. The meter was found to have an unknown electrical error. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.